Manufacturer narrative:
Alarm lamp driver board was replaced.

Event description:
Hamilton medical ag received the following incident description: yellow led failed during service tests.

Event description:
Hamilton medical ag received the following incident description: yellow led failed during service tests.

Manufacturer narrative:
Alarm lamp driver board was replaced. Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information.